Event description:
I was reported that there was a possible problem with the implantable neurostimulator (ins). A power-on-reset (por) condition was noted with por code 0x400. It was also noted that impedances read >20,000ohms on all electrodes excluding 0,1, and 2. The patient had also had therapy loss for about a month. There were no known falls/trauma associated with the therapy loss.

Manufacturer narrative:
(B)(4).